Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) experienced an inappropriate anti-tachycardia pacing (atp) burst, followed by seven inappropriate shocks, as a result of atrial fibrillation (af) with rapid ventricular response. The final shock successfully converted the rhythm. Technical services (ts) reviewed the event and recommended reprogramming options. No additional adverse patient effects were reported. This ICD remains in service.